Event description:
It was reported that the lead was undersensing during automatic r-wave sensing test. It was further reported that small r-waves were noted on the electrogram (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.